Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced hyperglycemia while using the ilet, with a fingerstick blood glucose of 428 mg/dl and no device alerts other than high glucose; the caregiver primed the tubing with visible drops and then replaced the infusion set, and the agent assessed that the prior site location was likely suboptimal. Symptoms included high blood glucose. Outcomes included user troubleshooting and continuation of care at home without medical intervention. Investigation included customer interview and troubleshooting guidance. Investigation of this case revealed no confirmed device malfunction and suggested infusion site performance as a potential contributor. It was concluded that the cause of the hyperglycemia could not be determined and that the device was performing as intended based on successful priming and resolution steps. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.